Manufacturer narrative:
Device analysis. The guide wire was returned without the original oad. Examination of the guide wire revealed that the shaft was fractured and deformed 329.2cm distal to the proximal end. The total length of a flextip guide wire is 335cm, indicating that approximately 5.8cm of the distal end fractured off and was not returned for analysis. Further examination did not reveal any additional damage to the guide wire shaft or remained portion of the spring tip. No biological material was observed on the shaft of the guide wire. The fractured guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis revealed torsional stress on the face of the fractured guide wire. This is an indication that the guide wire experienced an elevated stress environment. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the popliteal artery. The csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto the wire. The physician successfully completed atherectomy and then removed the oad from the patient. During removal of the viperwire guide wire, the tip appeared to get caught in a previously placed stent in the tibio-peroneal trunk (tpt). At this point, the physician pulled the wire and the tip detached. The proximal section of the guide wire was removed from the patient and a new guide wire was advanced into the patient. The physician then pinned the tip of the viperwire guide wire against the arterial wall by deploying a stent. The patient status remained stable throughout the procedure.